Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/09/2025, it was reported that the user¿s ilet device slipped from the belt clip and struck a sink knob, causing the screen to shatter. The user was still able to wake the screen and view blood glucose readings but could no longer interact with the touchscreen or perform normal operations. A replacement was initiated. No blood glucose impact or injury was reported.